Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad had fractured during an initial knee arthroplasty. No pieces fell into the patient, and there was no reported impact. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h3, h6. The following section was corrected: h4. The reported event was confirmed via provided picture. Visual examination of the picture identified a fractured impactor pad; no device was returned therefore no further evaluations can be made. Review of the device history record identified no deviations or anomalies during manufacturing. Device has a potential field age of 12+ years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.